Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps were performed, including reseating the maj-1959 light source cable, cleaning the contacts in the ports, and testing with a facility-supplied camera head and scope. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
It was reported that the video system center displayed error code b30. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: g3; h2; h6 and h11 corrected field: h8 the device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting and found connection problem in the device, solved by reattaching the connector. The complaint was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.